Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an alert was triggered due to high/undefined pacing impedance and the lead was suspected to be failing. The right ventricular (rv) lead was reprogrammed and subsequently capped and left in-situ.

Manufacturer narrative:
Continuation of d10: d354drm ICD implant date: (B)(6) 2018; 407652 lead implant date: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient said they keep hearing an audible alert tone doming from their device every 4 hours. It was found that the alert tone was due to a lead integrity alert (lia) being triggered for the right ventricular (rv) lead due to high sensing integrity counter (sic) and high-rate non-sustained episodes. Lead noise was also noted and possible cross talk by the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.